Event description:
Customer noticed an insulin leak due to high blood readings in the 300s or 400s mg/dl. The insulin was coming from the top of the cannula where it connects to the headset. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.